Event description:
The customer reported the ventilator alarmed and screen went blank. The customer reported a pressure sensors failure. The device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. Review of the device diagnostic history indicated spi bus failure of the internal communication link between cpu and gas delivery system may result in a vent inop condition. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The fse replaced the motor controller pcb board and data acquisition pcb to motor controller pcb cable to address the finding and reported problem. Applicable final testing was completed to operating specifications and passed.

Manufacturer narrative:
Rec'd by MFR date: 09/04/2014. Conclusion / root cause: the motor controller (mc) pcba and data acquisition pcba to motor controller pcba cable were tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).